Manufacturer narrative:
(B)(4). Approximate age of device ¿ 15 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. On (B)(6) 2017, it was reported that the patient had tamponade and was take to the operating room for a pericardial washout to investigate for the source of occult sepsis. It was reported that there was significant pericardial hemorrhage of an unclear source with about 750ml of blood drained. A massive transfusion protocol was activated with 12 units packed red blood cells, 6 units fresh frozen plasma and 2 units of platelets. The patient was returned to the operating room for evacuation of clot, which reoccurred after closing the chest, so further clots were evacuated. On (B)(6) 2017, the patient was returned to the operating room for chest closure. No further information was provided.

Manufacturer narrative:
The device remains in use and was not available for evaluation. A direct correlation between the device and the reported tamponade and pericardial hemorrhage could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.